Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd venflon¿ pro safety peripheral safety IV catheter leaked infusion solution and "passive blood reflux" through the injection port during use. The following information was provided by the initial reporter: "leakage through the injection port. There was a leakage of the infusion solution as well as passive blood reflux. The affected sizes are 18, 20 and 22 g."

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd venflon¿ pro safety peripheral safety IV catheter leaked infusion solution and "passive blood reflux" through the injection port during use. The following information was provided by the initial reporter: "leakage through the injection port. There was a leakage of the infusion solution as well as passive blood reflux. The affected sizes are 18, 20 and 22 g."